Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained form the information provided. The root cause for the malfunction cannot be identified. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that above mentioned ncb screws broke when pts grandson rode on his knee. Pt was revised.